Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('acute left lower quadrant pain') in an adult female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: right- 3, left- 4 trailing coils. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('acute left lower quadrant pain') and transfusion ('blood transfusion') in an adult female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("heavy menstrual bleeding") and dysmenorrhoea ("dysmenorrhea") and underwent transfusion (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, transfusion, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and transfusion to be related to essure. The reporter commented: right- 3, left- 4 trailing coils. Discripancy noted as insertion (B)(6) 2012. Lot number: a34125 manufacturing date: 2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pif received. New event added: blood transfusion. Seriousness criteria "hospitalization" added to event "lower abdominal pain". We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('acute left lower quadrant pain') in an adult female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: right- 3, left- 4 trailing coils. Discrepancy noted as insertion (B)(6) 2012. Lot number: a34125, manufacturing date: 2012-07, & expiration date: 2015-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Processed with fu. 02. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.